Event description:
It was reported that the patient presented to the hospital after receiving inappropriate hv therapy. Noise was observed on stored egms. Hv therapy was programmed off until lead revision was scheduled. Lead was capped.

Manufacturer narrative:
No medwatch form was received.